Event description:
It was reported that the healing abutment (B)(4) would not assemble onto the implant. Another healing abutment was placed.

Manufacturer narrative:
One zimmer dental healing collar was returned for inspection. A visual inspection revealed wear around the collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15 healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter (top right) and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The associated implant was not returned for inspection. The healing collar was functionally tested with a compatible implant. The healing collar was able to seat onto the compatible implant. Without the return of the associated implant, the complaint is non-verifiable. A singular cause cannot be determined. (B)(4).